Manufacturer narrative:
The device will not be returned to the manufacturer for investigation. If additional information is received, a follow up report will be filed.

Event description:
It was reported that the device was not properly collecting the blood. The surgeon decided to use the device as a drain, since the patient's bleeding was not heavy. None of the collected blood was re-infused. The pt did not require a blood transfusion from either a blood bank or pre-donated blood.